Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain along the bilateral extensions under the patient's scalp only. The physician thought this may be due to scar tissue build up. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician opened the scalp incision bilaterally and the chest incision bilaterally, moved the extension wire under the skin, and proceeded to implant the bilateral ipgs slightly deeper. The physician successfully moved both extension wires. No components were unscrewed or taken apart. Effective therapy was restored post-op.